Event description:
An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported that the company representative was experiencing difficulty interrogating a generator intraoperatively. It was reported that the hospital's handheld was able to communicate with the device. Troubleshooting was performed which narrowed down the handheld serial cable to the reason the device was unable to be interrogated. The handheld serial cable is expected to be returned, but has not been received to date.

Event description:
The handheld serial cable was received for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.